Event description:
Lamp will not turn on, even with a known good one. Troubleshoot it to the ballast assembly; will need to replace it and will order part. The part arrived; will install and troubleshoot by the end of the week. Talking to technical support to isolate problem. Ge support will call back with more information. A few weeks later troubleshooting the problem and performd a pm (preventive maintanence) test. The spot light is able to turn on. Performed the operational test. Unit is back in service.